Event description:
Patient seen in 2007, had several operations over three years, all transvaginal using mesh. She presents with pain, drainage and recurrent prolapse and erosion on exam. Approx three months later, vaginal excision of mesh erosion. The following month, ventral hernia repair and sacral colpopexy patient has continued problems with pelvic pain and has pt, medical therapy and local injection. Approx four months later, excision of previously placed transvaginal mesh from right and left pelvic sidewalls pain persists and working with pain medicine.